Manufacturer narrative:
Qn#: (B)(4).

Event description:
When the biosensor was being removed once the PICC was in place, there was a little drag and then the biosensor broke off into the PICC. The user was able to successfully remove the PICC and biosensor without harm. The part of the biosensor that broke off is still inside the bioflo PICC that was removed.

Event description:
When the biosensor was being removed once the PICC was in place, there was a little drag and then the biosensor broke off into the PICC. The user was able to successfully remove the PICC and biosensor without harm. The part of the biosensor that broke off is still inside the bioflo PICC that was removed.

Manufacturer narrative:
Qn#(B)(4). One vps g1+ biosensor stylet and one competitor (bioflo) 5 fr catheter were returned for evaluation. The returned catheter was returned in two sections. The returned catheter appears to have been trimmed at 43 cm based on the catheter markings. The returned catheter appears to have been separated at 23.5 cm based on the catheter markings. The separation at 23.5 cm is smooth and does not appear to have been stretched. The returned stylet was in two sections. Stylet drawing 30-0001-001, rev I specifies the stylet body should be 35 +/- 0.250 inches from the end of the santoprene jacket. The coaxial cable and ECG wire on the larger section measured approximately 35 inches. Approximately 8 1/4 inches of the coaxial cable and ECG wire was still threaded in the returned catheter from the extension arm to the 23.5 cm mark. Prior to measurement, the smaller section was easily removed from the catheter. Microscopic inspection confirmed that the encapsulated transducer was intact. Multiple bends and kinks were observed on the returned stylet body. The polyimide ptfe tubing covering the coaxial cable and ECG wire is stretched and abraded in multiple locations with the coaxial cable and ECG wire exposed approximately 22 inches below the santoprene jacket. The two lengths of returned stylet (35 inches, 8 1/4 inches) indicates, the stylet body was stretched at one or more times during completion of the procedure. The numerous bends and kinks suggest the stylet body was aggressively handled at one or more times during completion of the procedure, including removal of the stylet after completion of catheter tip placement. The stretching of the stylet body combined with the numerous bends and kinks in the stylet body indicates excessive force was applied to the stylet during performance of the procedure. The encapsulated transducer passed through the caliper blades at 0.0195 inches but did not pass through at 0.0185 inches indicating the stylet meets the 0.0185/0.0195 inches requirement of vps stylet drawing. The smaller section of the returned stylet body, which included the encapsulated transducer, was easily threaded into both lumens of both sections of the returned catheter with no issues observed. There were no instances of "tight in catheter" experienced. A device history record review was performed on the vps stylet and did not reveal any manufacturing related issues. The report "biosensor was being removed once the PICC was in place, there was a little drag and then the biosensor broke off into the PICC" was confirmed by evaluation of the returned vps g1+ stylet. User error - unintentional - undue force caused or contributed to this event because the stretching of the stylet body combined with the numerous bends and kinks in the stylet body indicates undue force was applied to the stylet during performance of the procedure. No further action will be taken.